Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they weren't getting the "stim on" icon. During troubleshooting, patient services clarified this to mean that the patient was unable to get to their therapy screen because they were getting the poor communication screen. While on the call, the patient was unable to connect both with and without the antenna. The patient reported that about a week ago, they had fallen and that's when they noticed it was "not working right ," . Patient services confirmed "not working right," to mean the patient's underlying symptoms of frequency were occurring. The patient was going to try to "wait it out," but recently they went to check the settings to try to make a change and that's when they couldn't connect. The patient was redirected to their healthcare provider to further address the issue. The patient had recently moved and had an appointment with a new on february 16. It was noted that the patient's previous medical history included that prior to implant they would get up 12 times to go to the bathroom no further complications were reported/anticipated at this time.

Manufacturer narrative:
H.6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of them being unable to connect was determined. They went to their doctor on february 16 and they got it working, and the issue had been resolved. They stated the fall had no effect on the implant. Additional information was received on 2022-mar-11 and the patient stated the cause of them being unable to connect was their error. They went to their doctor and they worked it out. They stated the issue had been resolved. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated the cause of them being unable to connect was determined. They went to their doctor on (B)(6) and they got it working, and the issue had been resolved. They stated the fall had no effect on the implant. Additional information was received on (B)(6) 2022 and the patient stated the cause of them being unable to connect was their error. They went to their doctor and they worked it out. They stated the issue had been resolved.